Event description:
Patient was getting blood drawn, and got shock from zoll lifevest. They called the zoll 1800 number, and were told that a courier would bring a new vest. They waited 8 hours for courier who did not come. They called zoll back and were told that there was no one in the area, and there was no education about what to expect, what to do, or if the vest still worked. They saw that the battery was dead and changed the battery, but did not know if he was protected. They called our hospital. Our rn called the rep and left message (we have since learned she is no longer with the company, but we'd never been told that, the call was not returned). Our rn called the 1800 number and was told they could not receive any communications without the courier being at the patient's house. Our rn called the rep and left a second message, and then called the 1800 number back. The tech person (dan) was able to call the patient and have him download the information, which they then faxed to us (the shock was appropriate for vt, a life threatening arrhythmia). The patient and wife were scared that he was unprotected this entire time. In addition, the patient and his wife did not know that the unit had not been hooked up correctly and was not transmitting. The company never called them to check why they had not received any transmissions. Dates of use: (B)(6) 2016. Diagnosis or reason for use: ventricular tachycardia.